Event description:
It was reported that "crystal-like" deposits were noted on the lens six years after implantation. Yag laser procedure was performed to determine if "crystals" were on capsule or vitreous face. The best corrected visual acuity (bcva) was 20/30 before and after yag procedure. The lens remains implanted. According to the surgeon, patient will require iol exchange. Best corrected visual acuity (bcva) at the last clinical exam was 20/30-1.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.